Manufacturer narrative:
The device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being low was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.